Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('I suspect that a coil has migrated') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), polymenorrhoea ("I've gotten used to having such frequent periods"), menstrual disorder ("mentrual cycles that in the course of 4 months were coming every 4 days"), abdominal tenderness ("having mild to moderate tenderness through the left side of my uterus"), dysmenorrhoea ("bad menstrual cramps") and amenorrhoea ("no menstrual cycle"). At the time of the report, the polymenorrhoea and amenorrhoea outcome was unknown and the dysmenorrhoea had not resolved. The reporter considered abdominal tenderness, amenorrhoea, device dislocation, dysmenorrhoea, menstrual disorder and polymenorrhoea to be related to essure. The reporter commented: essure gave me menstrual cycles that in the course of 4 months were coming every 4 days. I have an appointment next week to see why I'm having mild to moderate tenderness through the left side of my uterus. I suspect that a coil has migrated. I'm currently having bad menstrual cramps but no menstrual cycle. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: new events ¿real palpation tenderness to left area around uterus¿, ¿menstrual cycle abnormal¿, ¿device migration¿, ¿bad menstrual cramps¿ and ¿were added. New reporter was added. Patient¿s initials were updated. Reporter causality comment was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('I suspect that a coil has migrated') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), frequent periods ("I've gotten used to having such frequent periods"), shortening of menstrual cycle ("mentrual cycles that in the course of 4 months were coming every 4 days"), abdominal tenderness ("having mild to moderate tenderness through the left side of my uterus"), dysmenorrhoea ("bad menstrual cramps") and amenorrhoea ("no menstrual cycle"). At the time of the report, the frequent periods and amenorrhoea outcome was unknown and the dysmenorrhoea had not resolved. The reporter considered abdominal tenderness, amenorrhoea, device dislocation, dysmenorrhoea, frequent periods and shortening of menstrual cycle to be related to essure. The reporter commented: essure gave me menstrual cycles that in the course of 4 months were coming every 4 days. I have an appointment next week to see why I'm having mild to moderate tenderness through the left side of my uterus. I suspect that a coil has migrated. I'm currently having bad menstrual cramps but no menstrual cycle. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('I suspect that a coil has migrated') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), frequent periods ("I've gotten used to having such frequent periods"), shortening of menstrual cycle ("mentrual cycles that in the course of 4 months were coming every 4 days"), abdominal tenderness ("having mild to moderate tenderness through the left side of my uterus"), dysmenorrhoea ("bad menstrual cramps"), amenorrhoea ("no menstrual cycle"), abdominal distension ("I have felt so bloated feeling") and pelvic discomfort ("lots of pressure on my lower pelvic"). At the time of the report, the frequent periods, amenorrhoea, abdominal distension and pelvic discomfort outcome was unknown and the dysmenorrhoea had not resolved. The reporter considered abdominal distension, abdominal tenderness, amenorrhoea, device dislocation, dysmenorrhoea, frequent periods, pelvic discomfort and shortening of menstrual cycle to be related to essure. The reporter commented: essure gave me menstrual cycles that in the course of 4 months were coming every 4 days. I have an appointment next week to see why I'm having mild to moderate tenderness through the left side of my uterus. I suspect that a coil has migrated. I'm currently having bad menstrual cramps but no menstrual cycle. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: total occlusion. Concerning the injuries reported in this case the following were reported via social media- pelvic discomfort, abdominal distension. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-may-2020: social media documents received, reporter added, event I have felt so bloated feeling, lots of pressure on my lower pelvic added. Lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.